Event description:
A 25mm amplatzer cribriform occluder (aco) was used in a pfo. As the aco was released, tension from the delivery cable prolapsed the right atrial disc into the left atrium leaving the rest of the aco in place. An attempt to snare the aco from the right atrium was attempted; however, the catheter touched the aco and dislodged it into the left atrium and it quickly moved to the aorta. The aco was retrieved safely in the descending aorta.

Manufacturer narrative:
St. Jude medical could not evaluate the aco involved in this incident since it was not returned to us. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.